Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported by the patient that they were not feeling the ¿thump, thump, thump,¿ like they were earlier on (B)(6) 2019. While on the call, the patient reconnected with their implant and stated that their therapy was on and they were feeling the stimulation. Patient services reviewed that the stimulation sensation may fade after they disconnect with their controller. It was noted this was sudden. There were no further complications reported/anticipated.